Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of angina, positive study for ischemia, previous pci in 2002, hyperlipidemia, hypertension, and a family history of coronary artery disease. Indication for the procedure was stable angina pectoris. The first target lesion was the mid lad. Vessel diameter was 3.5mm and the lesion length was 15mm. The lesion was de novo and 80% stenosed. The lesion was a bifurcation with a side branch >=2.5mm. A cxs18350 was deployed at 16atm. The stent was post-dilated with a non-cordis 3.5 x 15mm balloon at 24atm. Ivus was done and a proximal edge dissection was revealed an additional stent was placed to treat the dissection. A cxs08350 was deployed at 16atm in the 1st diagonal. The stent was post-dilated with a non-cordis 2.5 x 15mm balloon at 16atm. The patient was discharged the following day.